Event description:
It was reported that the marker band slid up on the introducer sheath. The filter was successfully retrieved. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The introducer sheath has been returned for evaluation and the investigation is currently underway.